Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for an unstable hip and dislocation.

Manufacturer narrative:
The patient was revised for an unstable hip and dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. A search of the complaints databases and/or a review of the liner device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.